Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain lower /lower back pain /chronic lower back pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy painful periods') in an adult female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included hearing loss on (B)(6) 2013, burning foot from august 2011 to november 2011, gallbladder removal on 9-jul-2008, seizure in 1995, narcolepsy, cesarean section, cholecystectomy, pelvic pain, hearing impaired and bunionectomy. Previously administered products included for an unreported indication: lexapro from 2010 to 20-jun-2019, loestrin from july 2008 to december 2008 and loestrin 24 from september 2007 to october 2007. Concurrent conditions included anxiety since 2010, depression since 2010, knee pain, sleep apnea and menometrorrhagia. Concomitant products included cetirizine hydrochloride (zyrtec) since 2006 and modafinil since 2016. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)\painful periods"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), incision site pruritus ("itching at my incision sites"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("tired all the time /general exhaustion"), feeling abnormal ("brain fog"), headache ("headaches"), abdominal distension ("abdominal bloating") and dermatitis contact ("severe allergies to the glue"). The patient was treated with surgery (ablation and laparoscopic assisted partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dysmenorrhoea, fatigue and abdominal distension had resolved and the menorrhagia, vaginal haemorrhage, incision site pruritus, vitamin d deficiency, feeling abnormal, headache and dermatitis contact outcome was unknown. The reporter considered abdominal distension, back pain, dermatitis contact, dysmenorrhoea, fatigue, feeling abnormal, headache, incision site pruritus, menorrhagia, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: insertion details: the two essure implants were deployed in the routine fashion. There were 4 trailing coils on the right and 7 trailing coils on the left. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea ,menorrhagia. Lot number: 626976 . Manufacture date: 2008-04 expiration date: 2010-04. Concerning the injuries reported in this case, the following ones were reported via social media: itching at my incision sites, vitamin d deficiency, tired all the time /general exhaustion, brain fog, headaches, abdominal bloating, severe allergies to the glue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain lower /lower back pain /chronic lower back pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy painful periods') in an adult female patient who had essure (batch no. 626976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included hearing loss on (B)(6) 2013, burning foot from (B)(6) 2011 to (B)(6) 2011, gallbladder removal on (B)(6) 2008, seizure in 1995, narcolepsy, cesarean section, cholecystectomy, pelvic pain, hearing impaired and bunionectomy. Previously administered products included for an unreported indication: lexapro from 2010 to (B)(6) 2019, loestrin from (B)(6) 2008 to (B)(6) 2008 and loestrin 24 from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included anxiety since 2010, depression since 2010, knee pain, sleep apnea and menometrorrhagia. Concomitant products included cetirizine hydrochloride (zyrtec) since 2006 and modafinil since 2016. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)\painful periods"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pruritus ("itching at my incision sites"), vitamin d deficiency ("vitamin d deficiency"), fatigue ("tired all the time /general exhaustion"), feeling abnormal ("brain fog"), headache ("headaches"), abdominal distension ("abdominal bloating") and dermatitis contact ("severe allergies to the glue"). The patient was treated with surgery (ablation and laparoscopic assisted partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, dysmenorrhoea, fatigue and abdominal distension had resolved and the menorrhagia, vaginal haemorrhage, pruritus, vitamin d deficiency, feeling abnormal, headache and dermatitis contact outcome was unknown. The reporter considered abdominal distension, back pain, dermatitis contact, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, pruritus, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: insertion details: the two essure implants were deployed in the routine fashion. There were 4 trailing coils on the right and 7 trailing coils on the left. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: itching at my incision sites, vitamin d deficiency, tired all the time /general exhaustion, brain fog, headaches, abdominal bloating, severe allergies to the glue. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs, medical record and social media received. Case become incident and medically confirmed. Injury nos replaced with new events. Lot number was added. Date of insertion & date of removal was added. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), lower back pain. Added event from social media itching at my incision sites, vitamin d deficiency, tired all the time /general exhaustion, brain fog, headaches, abdominal bloating, severe allergies to the glue. Medical history, historical drugs, concomitant conditions, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.